Event description:
Dialysis pt had a "first use syndrome" reaction including chest pressure, headache. Puls ox down 79%, 200cc ns given - treatment terminated. The 911 called, transported to ed- returned for treatment. No adverse event (first event).